Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal procedure in mitral position in which intra-procedural single leaflet device attachment (slda) occurred. Imaging quality was poor, resulting in difficulty achieving and confirming adequate leaflet grasp, with repeated loss of capture during grasping attempts. Despite concerns regarding posterior leaflet capture, the physician proceeded with device deployment, after which the posterior leaflet was lost upon release. The implant remained stable; however, due to continued poor imaging and inability to stabilize the index device with an additional implant, the procedure was aborted. Mr (mitral regurgitation) remained severe, with no reported patient injury. The patient is being referred for surgical mitral valve repair.